Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use two onyx frontier coronary drug eluting stents to treat a mildly tortuous, severely calcified lesion in the mid obtuse marginal (om). The devices were inspected with no issues. Negative prep was performed on both devices with no issues. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was noted while advancing bothdevices. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement for both devices. It was detailed that both devices could not cross the lesion, and abnormal damage was visualized upon removal. The damage to stent struts which occurred after failure to cross was atypical. The procedure was not completed. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The hypo-tube was kinked on device return. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.